Manufacturer narrative:
Pump received with normal operating currents no unexpected battery out limit alarm during testing noted. Pump received with intermittent button response due to corroded keypad traces. No numbers scrolling during testing noted. No connector unlock noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of not being able to bolus or program time and date due to numbers scrolling continuously on display screen. Customer's blood glucose was 110 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.